Event description:
Procedure type: low anterior resection. According to the reporter: during the procedure, the surgeon attempted to lift the tissue with the angled device's head. The connecting part of the device became broken. The broken part was retrieved from the cavity and a new device was opened to complete procedure. There was no bleeding reported in excess of 500 cc. There was no unanticipated tissue loss. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).